Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the 8mm prograsp forceps instrument tip would get caught on the tissue and was not grasping effectively. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to clarify if tissue was adhered to the instrument. The customer was in the process of dissecting tissue when the issue occurred, and the instrument was not effectively grasping tissue so there was no need to excise tissue. The procedure was completed robotically and there was no bleeding nor any complications to the patient health post-operatively.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the distal end. The cable itself was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.